Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. C49141, c18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and gastroschisis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lower abdominal pain and cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), micturition urgency ("bladder or urinary problems or changes: constant urge to urinate"), migraine ("migraines / headaches,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, systemic lupus erythematosus, micturition urgency, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: we were able to cannulized the left side. Four coils were left on the right side after it was deployed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure was properly placed. Ultrasound pelvis - on (B)(6) 2015: bilateral essure devices are present appearing a two echogenic linear regions found within the uterine cornua. The left device is asymmetrically closer to the endometrial cavity in comparison to the right device. Batch no: c18714, production date: 2014-01-31, expiration date: 2017-01-31. Batch no: c49141, production date: 2014-04-10, expiration date: 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2020: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. C49141, c18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis and gastroschisis. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included lower abdominal pain and cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes describe: mood swings"), genital haemorrhage ("abnormal bleeding (general),"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), systemic lupus erythematosus ("autoimmune disorder type of disorder: lupus"), micturition urgency ("bladder or urinary problems or changes: constant urge to urinate"), migraine ("migraines / headaches,"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, systemic lupus erythematosus, micturition urgency, migraine, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, nausea and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, micturition urgency, migraine, mood swings, nausea, pelvic pain, systemic lupus erythematosus, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: we were able to cannulized the left side. Four coils were left on the right side after it was deployed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Essure was properly placed. Ultrasound pelvis - on (B)(6) 2015: bilateral essure devices are present appearing a two echogenic linear regions found within the uterine cornua. The left device is asymmetrically closer to the endometrial cavity in comparison to the right device. Most recent follow-up information incorporated above includes: on 29-jul-2020: pfs+mr received. Lot number added. Event injury was updated and new events: hormonal changes describe: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression/ anxiety, autoimmune disorder type of disorder: lupus/ra, bladder or urinary problems or changes, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal and pelvic pain, vaginal discharge, fatigue, weight gain, hair loss, nausea were added. New reporters, plaintiffs information were added. Past medical history, concomitant conditions and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.